Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9597-20, angled reamer sleeve, batch number 37622318, was received for investigation. Visual evaluation of the returned device noted that it had an ar-9676, batch unk, stuck inside. Functional testing was not performed due to the damage to the devices. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to cease functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user does this during normal clinical use. When used usually, this issue is unlikely to present itself, which suggests that the handling of the device greatly impacts whether or not it will seize. For this reason, the direct cause is considered to be device misuse.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/31/2025, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer drive shaft fused together. This was discovered during the case with no patient harm.